Manufacturer narrative:
The investigation could not determine a specific root cause. No instrument or reagent related issues were identified as all calibration and quality control data was acceptable. A pre-analytic issue of a too high centrifugation speed might have caused the lower results on e170 analyzer. The patient was not adversely affected.

Event description:
The field service representative reported the user received questionable parathyroid hormone (parathormone, parathyrin) - pth, intact stat (pth) results for four out of five intra-operative samples. The samples were all from one patient at timed intervals to assess the completeness of the resection of the parathyroid gland. The samples were split and one aliquot was tested on the e411 analyzer and the other aliquot was tested on an e170 analyzer. Sample 1 was a baseline sample, the e411 result was 65.3 pg/ml and the e170 result was 40.0 pg/ml. Sample 2 was post excision. The e411 result was 82.8 pg/ml and the e170 result was 50.2 pg/ml. Sample 3 was post excision. The e411 result was 47.7 pg/ml and the e170 result was 25.2 pg/ml. Sample 4 was post excision. The e411 result was 21.1 pg/ml and the e170 result was 16.1 pg/ml. The results from the e411 were reported outside the laboratory. The user stated he did not believe the results were erroneous because he looked only at the percent drop in the values rather than at the absolute values. The patient was not adversely affected. The pth reagent lot number was 15918501. The field service representative found there was a possible undetermined issue with the pre-analytical processes. He trained the user on interfering substances and proper pre-analytical handling of the samples. The user stated all calibrations and quality controls were acceptable and within their ranges. The field service representative stated the user was aware of the issue and was working to determine a surgical sample collection processes.